Event description:
It was reported that the patient had low flows while walking. The patient's flows were 0.0 liters per minute (lpm) and the speed dropped to 4800 revolutions per minute (rpm) during the event. The speed was increased back to 5300 rpm. Log files were submitted for review and captured low flow events along with power and pulsatility index (pi) decreasing versus prior data in the periodic log. Near the end of the periodic log there was also zero flow along with power and pi decreasing. The pump appeared to be operating as intended. It was noted that the device speed was reduced to 4800, inotropic support for cardiac function was increased with reduced speed. Bumex drops were added for ongoing optimization. The issue resolved with reduced speed. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.